Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: cervical disk herniation with stenosis and instability of joint, c3-4, c4-5, c5-6 and c6-7; cervical myelopathy. Patient has had progressive cervical myelopathy secondary to spinal cord compressions from cervical disk degenerative changes and osteophytic formation resulting in spinal cord compression. For which, patient underwent following procedures: complete corpectomy for decompression of spinal cord and neuroforamen (c4, c5, c6) c3-4, c4-5, c5-6, c6-7 discectomy; interbody arthrodesis c3-4, c4-5, c5-6 and c6-7; interbody fusion cage c3 to c7, stackable peek cage; anterior cervical plate c3 to c7, 70 mm plate with 14 mm fix screws at c7 and 15mm variable screws at c3; use of rhbmp-2/acs and autologous bone graft for fusion source (local vertebral body resection for bone source). Per op notes, the end plates of the c3 and c7 vertebral bodies were prepared for acceptance of an interbody fusion graft. The peek stackable cage system was then measured to 53 mm and the cage assembled. This was then filled with rhbmp-2/acs grafting material and autologous bone graft from the vertebral body resection that was morcellized. The graft was then tamped into place and found to have a good fit and progress monitored on fluoroscopy. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.